Event description:
It was reported that lead had high thresholds and no capture when programmed unipolar. The lead is still in use. No patient complications have been reported as a result of this event.it was reported that the pacing lead had high thresholds (7.5 volts, 1.5 ms) in bipolar configuration and no capture when programmed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.